Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, no defect was found for the display; the display functioned appropriately during testing. Unrelated to the complaint, evaluation revealed that pump case was cracked in the upper right corner between the lens and case seal. The pump failed a leak test due to the cracked case. When the pump was opened to evaluate, moisture and corrosion was found around the display flex connection, force sensor and circuit, vibration component and on the bottom of the pump case.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen went blank when the battery was changed. The issue occurred with multiple battery changes. It was noted that the display looked "foggy like there is moisture in it." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.